Event description:
The charging cable will not go into the port. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.